Event description:
Report received that the pump shut off without an audible alarm. The pump was progammed in the piggyback mode to deliver 20ml of normal saline (for line flushing) at a rate of 100ml/hr on line a. Line b was programmed to deliver 55ml of rocephin at a rate of 100/hr. The nurse reported that the pump immediately shut off after start up with no reported audible tone. The pump was removed from clinical service and the infusion was completed using a replacement device. There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.